Event description:
It was reported to philips that the device needed nbp and etco2 calibration. Parts have been ordered. Defective part information: worn connections on the ipb/temp measurement panel there was no patient involvement.